Event description:
Customer reported an unexpected negative reaction when testing a sample with an anti-jka with capture-r ready ID (crrid) on the galileo.

Manufacturer narrative:
Review of instrument images was performed. The sample tested negative for all 14 cells. Positive and negative controls performed as expected. Confirmed the reactivity of the jka antigen on retention crrid, lot id121, with anti-jka. Confirmed the reactivity of the jka antigen on returned crrid, lot id121, with anti-jka. Ab_ID assay performed with customer's patient sample (plasma) using returned and retention crrid, lot id121 on in-house galileo. Sample exhibited 2+ reactivity with jk(a+b+) cell 7, on returned product and was nonreactive with all other cells. Hemagglutination tube testing performed with customer's patient sample (serum) using selected jk(a+b+), jk(a+b-), and jk(a-) cells from retention panocell-10. Sample exhibited very weak (+w) reactivity with jk(a+b-) cell and was nonreactive in all other testing.